Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while using the device, the applier misfired, no clip came out. The doctor then fired it again which caused a double load in the jaws, which caused a jam. The scrub nurse then had to use an instrument to pull the clips out of the jaws. The doctor then tried to fire it again and the same thing happened. The clips that were placed before the applier jammed where ¿loose " and fell off. A reusable applier was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any patient injury or consequence (as you said yes, potential adverse event)? Was there any change to procedure or post-op patient care as result of issue that occurred? There was no adverse event because the dr notices that the clips fell off during the procedure and that the applier wasn't working correctly. The change to the procedure was that he had to use a different clip applier from another company to complete the procedure. The report asked " is it a potential adverse event?" I said yes because it had the potential to be an adverse event, though we didn't have an adverse event occurring.